Manufacturer narrative:
Concomitant products: product ID 3550-29, lot # n347397, implanted: (B)(6) 2014, product type accessory; product ID 9 7754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient¿s stimulator was on, on group ¿b¿, program one, at 4.0 v. It was noted the patient wanted to decrease stimulation. It was further noted the patient was using adaptive stim. It was reported the patient was only waiting three minutes for stimulator to learn decreased setting. It was noted the patient had only been able to set the ¿upright¿ position. It was reported the ¿mobile¿ setting took the patient¿s breath away and makes them almost fall. It was noted four days prior to call was the first time the ¿mobile¿ setting kicked in so hard. It was reported the patient had had the shocking sensation come on since the first time. It was noted the mobile setting was at 5.8 v and that would explain the issues. It was reported the patient still had concerns regarding their device or therapy, but was working with their healthcare provider or manufacturer representative.